Manufacturer narrative:
Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. According to the instructions for use (IFU), users are instructed to input the current date and time when setting up both the primary and backup controllers. According to the IFU, controllers are expected to function for at least one year. The real time clock has a different power source from the pump parameters display and alarms. The controller will continue to power the pump. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that when the patient came to hospital for a routine visit, the vad coordinator tried to set the backup controller and it did not remember the date and hour. According to the site, an internal battery failure was found. The controller was exchanged with no reported consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. According to the instructions for use (IFU), users are instructed to input the current date and time when setting up both the primary and backup controllers. According to the IFU, controllers are expected to function for at least one year. The real time clock has a different power source from the pump parameters display and alarms. The controller will continue to power the pump. It was reported that the backup controller had a date/time error. The controller, (B)(4), was not returned for evaluation. Review of the manufacturing records confirmed that the associated batteries met all requirements for release. Log file analysis was not conducted since log files were not available. Failure analysis of the device was not performed since the unit was not returned.  Applicable risk documentation and experience with events of similar circumstances were considered; events with date/time error with faulty internal battery can be attributed to extended period of time where the reported backup controller was not connected to an external power source, causing the real time clock to deplete. The unit, however, was not returned for analysis. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.